Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the right plunger case missing and parts inside the plunger assembly were broken and missing. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was the plunger kit missing parts and damaged. The plunger assembly kit was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device plunger assembly had something rattling inside and upon opening it, 2 pieces of plastic were found broken and loose inside. There was unknown patient involvement and unknown patient harm.